Manufacturer narrative:
D4: the remainder of the UDI number is unknown because the lot number is not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A hospital reported that the small hook on a roi-c implant holder twisted and eventually broke during surgery. There was no reported patient impact.

Manufacturer narrative:
Corrections in d4: lot and UDI numbers. Additional information in h4. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
A hospital reported that the small hook on a roi-c implant holder twisted and eventually broke during surgery. There was no reported patient impact.

Event description:
A hospital reported that the small hook on a roi-c implant holder twisted and eventually broke during surgery. There was no reported patient impact.

Manufacturer narrative:
The returned device matches the information in the complaint file and was examined. Visual inspection revealed no signs of damage. Root cause: no device problem was found. DHR review: there were no non-conformances or temporary deviations associated with this lot. All characteristics inspected upon initial receipt were found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.